Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had faced an issue on (B)(6) 2016 for hypoglycemia and diabetic ketoacidosis. The patient was in hospital for abdominal pain and hematochezia with associated nausea. The blood glucose level was noticed as 318 mg/dl upon assessment. Her insulin dose was adjusted, and she was discharged home. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).